Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a female pt in the angio room when the intra-aortic balloon (iab) was inserted. The md attempted to insert the iab via the femoral artery and could not advance due to severe tortuous vessel. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. There was no report of pt death, injury and complications. The pt outcome is good. It was noted that the pt had an infectious disease. Additional info received on (B)(6) 2011 stated that the event was resolved by inserting a new iab through the new teflon sheath via the same insertion site successfully. The teflon sheath was also used for the first insertion. Both iabs were prepped per instruction.